Event description:
Boston scientific received information that the patient implanted with this device system was lost to follow up for approximately five to six years. The device was recently interrogated, and it was observed that the lead safety switch (lss) feature had been activated. It was suspected that the right ventricular (rv) lead displayed out of range impedance measurements, as the readings were between 100 ohms and 300 ohms. No capture was observed in the rv, and was not sensing properly. The electrogram (egm) was reviewed and it was determined that there was a deflection on the rv, however there was no effect on the ventricular pacing. The patient was not pacemaker dependent and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Approximately three years later this device was explanted due to an upgrade to a cardiac resynchronization therapy defibrillator (crt-d). No additional product performance issues were reported.